Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The manufacturer's technical services (ts) confirmed the reported issue. Advised customer to try a new flow sensor assembly and provided part ID and a users manual as customer wanted communications protocol. Also advised customer to follow directions in the service manual for the flow sensor replacement procedure. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported performance verification test (pvt) air flow test failed. There was no patient involvement.